Event description:
Abbott glucometer strips, lot number 126925, have been infrequently resulting in glucose readings that are less than 20 mg/dl. On sixteen occasions on pts in six different pt locations, glucose results of less than 20 mg/dl have been determined to be inaccurate. Six months of product have been sequestered. MFR was contacted and has agreed to a recall of the affected lot. A meeting with the MFR's rep on 6/19/01 revealed that the problem was the absence of enzyme in certain areas of the strips.